Event description:
Bi-ventricular implantable cardioverter-defibrillator and sprint fidelis lead removed for infection. There is no indication of another surgery or cause of infection in the patient's available medical history. The patient healed fine and has a new device.====================== health professional's impression======================n/a